Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. Initial reporter city: (B)(6).

Event description:
It was reported that the lighttrail fiber broke during the procedure. The procedure was completed using another fiber. There were no patient complications.